Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017 a field service engineer (fse) instructed the customer to check for pink fluid in the well when running samples. The customer confirmed pink fluid was present in the wash well. The fse instructed the customer to confirm whether filters on the buffers and wash were connected; the customer found the plastic filter in the wash buffer bottle was disconnected. A 13-month complaint history review for serial number (B)(4) found no other complaint during this time period. The g8 operator's manual under chapter 3, assay operations, states to check the flow line connections, particularly the filter, during warm up operations prior to starting an assay. The root cause of the reported issue was attributed to a disconnected filter in the wash buffer bottle.

Event description:
On (B)(6) 2017 the customer reported no peaks and total area in patient samples. On (B)(6) 2017 a field service engineer (fse) contacted the customer over-the-phone to address the reported event, which resulted in delay in reporting of patient results. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Under the above section "user facility" was incorrectly selected. The only report source is "health professional".